Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the switch 1 (sw1) does not work, due to damage on the switch flexible printed circuit unit cover (sw fpc); the air/water cylinder (aw-cylinder) and suction cylinder (s-cylinder) had no color; the right/left knob, upward/downward knob, and scope connector case unit (sc-case unit) had discoloration; the switch 3 (sw3) and image guide (ig) protector had a cut; the sw fpc, plug unit, circuit board unit in the scope connector (s-connector), scope connector cover (sc cover), and cable unit had corrosion due to water leakage; the image had a stain, due to dirt on objective lens; the light guide (lg) lens was cracked; the connecting tube was buckling; and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material was found inside the jet tube (j-tube), light guide (lg) lens, and the adhesive on bending section cover (a-rubber). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.